Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2018; 4076-45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the emergency room (ER) with asystole and intermittent loss of capture on the right ventricular (rv) lead. Interrogation of the implantable cardioverter defibrillator (ICD) revealed that there was an extreme rv lead threshold increase. Chest x-ray showed that the rv lead and the right atrial (ra) lead had dislodged and pulled back due to twiddling. The existing pacemaker that was still implanted on the left side was reactivated and the ICD was reprogrammed with detection still on. The physician elected to extract the right sided system. Upon opening of the pocket, it was apparent the patient had twiddler¿s syndrome with clear tangling of the leads. The rv and ra lead were extracted along with the ICD to remove the entire right sided system and not re-implant due to venous stenosis. The pacemaker was left active and used as the patient¿s pacing system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.